Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, syncope ("syncope"), internal haemorrhage ("bleeding internally") and haemorrhagic cyst ("hemorrhagic cyst"). The patient was treated with surgery (on (B)(6) 2018, underwent right salpingectomy and right oophorectomy, hystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, syncope, internal haemorrhage and haemorrhagic cyst outcome was unknown. The reporter considered fallopian tube perforation, haemorrhagic cyst, internal haemorrhage and syncope to be related to essure. No further causality assessment were provided for the product. The reporter commented: date of insertion discrepancy -(B)(6) 2016 (per pfs) 2nd coil remains in place. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation fallopian tube'). In an adult female patient who had essure (batch no. B09709), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: ovarian cyst ruptured. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, syncope ("syncope"), internal haemorrhage ("bleeding internally") and haemorrhagic cyst ("hemorrhagic cyst"). The patient was treated with surgery (on (B)(6) 2018, underwent right salpingectomy and right oopherectomy, hysterotomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, syncope, internal haemorrhage and haemorrhagic cyst outcome was unknown. The reporter considered fallopian tube perforation, haemorrhagic cyst, internal haemorrhage and syncope to be related to essure. The reporter commented: date of insertion discrepancy: (B)(6) 2016 (per pfs), (B)(6) 2013. 2nd coil remains in place. 3 coils exposed in first tubal lumen, 5 coils exposed in second tubal lumen. Date of removal: (B)(6) 2018. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporters information were added, lot no. Were added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation fallopian tube'). In an adult female patient who had essure (batch no. B09709), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: ovarian cyst ruptured. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, syncope ("syncope"), internal haemorrhage ("bleeding internally") and haemorrhagic cyst ("hemorrhagic cyst"). The patient was treated with surgery (on (B)(6) 2018, underwent right salpingectomy and right oopherectomy, hystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, syncope, internal haemorrhage and haemorrhagic cyst outcome was unknown. The reporter considered fallopian tube perforation, haemorrhagic cyst, internal haemorrhage and syncope to be related to essure. The reporter commented: date of insertion discrepancy: (B)(6) 2016 (per pfs), (B)(6) 2013. 2nd coil remains in place. 3 coils exposed in first tubal lumen. 5 coils exposed in second tubal lumen. Date of removal: (B)(6) 2018. Lot number#: b09709, manufacture date: 2013-03, expiration date: 2016-03. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, syncope ("syncope"), internal haemorrhage ("bleeding internally") and haemorrhagic cyst ("hemorrhagic cyst"). The patient was treated with surgery (on (B)(6) 2018, underwent right salpingectomy and right oophorectomy, hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, syncope, internal haemorrhage and haemorrhagic cyst outcome was unknown. The reporter considered fallopian tube perforation, haemorrhagic cyst, internal haemorrhage and syncope to be related to essure. The reporter commented: date of insertion discrepancy (B)(6) 2016 (per pfs) 2nd coil remains in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: plaintiff fact sheet received. Case became serious incident. Event injury replaced with fallopian tube perforation. Events - pain, syncope, hemorrhagic cyst were added. Essure removal date added. Removal surgery details and intervention were added. Reporter and date of birth added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.